Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure found lens had a scratch on it. So, lens was opened but not used. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in b.2., b.5. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
The scratch was noticed upon opening. There was no patient contact.